Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the packaging rips upon opening. An encore¿ 26 inflation device was selected for use. Upon unpacking, it was noted that the packaging rips upon opening. The device was not used.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. An encore device within its tray with its tyvek partially open was returned for this complaint, the tyvek was found ripped in the opened section. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is supplier manufacturing process design as the design or validation of a suppliers manufacturing process was not sufficient to ensure the finished device met the intent of the design. (B)(4).

Event description:
It was reported that the packaging rips upon opening. An encore 26 inflation device was selected for use. Upon unpacking, it was noted that the packaging rips upon opening. The device was not used.